Manufacturer narrative:
Occurrences with this device are being investigated by vygon quality assurance. The investigation involves in-house investigation of products, supplier notification and investigation, as well as trending for use, complaints, and application of the product. Results of the investigation are still pending and will be sent in a follow up MDR.

Event description:
Secondary set was leaking at the vent closure site. Vent cap fell out when opened, and drug is leaking from the vent. This occurred with carboplatin, a chemotherapy drug.